Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced communication errors with the pod while dining after bolusing for his meal. Following dinner, his blood glucose level rose to 521 mg/dl. He presented to the emergency room around 9 pm with symptoms including hyperglycemia, light diarrhea, dehydration, fatigue, wooziness, and exhaustion. He was diagnosed with diabetic ketoacidosis (dka) and hyperglycemia. Treatment included IV fluids, glucose monitoring, rest, and hydration. The patient was discharged at 3 am after approximately 6 hours, and a new pod as placed.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed an 0x1c alarm occurred, indicating the pump had reached the pump expiration time. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. The pod was unable to be reset and paired with an unused pdm. The pod data showed no errors or abnormalities. No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact cause of the reported event could not be determined.